Event description:
Boston scientific received information that the right ventricular (rv) lead impedance measurement had significantly increased over the last year to greater than 1500 ohms. The field representative stated that there was a greater than 500 ohms difference in the impedance measurement from the last device interrogation. It was noted that no noise was seen on the rv channel. Subsequently the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.